Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bruise-like area under the front te pad that is itchy and broken open from scratching. The patient¿s physician prescribed hydrocortisone 1% for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.